Event description:
Saf-t-prn end cap in use for 3 days. Pt called to report "rubber" portion of cap pushed into internal space in cap. Upon inspection, silicone piece had become detached around 75% of rim. Silicone had wedged inside the cap with the other half still attached to the cap. Cap not retrieved.